Manufacturer narrative:
A software investigation was initiated. Software logs were reviewed but provided insufficient information to determine root cause of the reported behavior. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that the cause of the event was from a network flow parameters. The it department at the site worked on and made changed needed on the network to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735737, software version: (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the system is able to query but could not retrieve exams. The site was using pacs centricity version form ge. Troubleshooting was conducted with the ge technical support without any success. The retrieve always failed and the technical services agent claimed that port 104 was not opened. There was no patient involvement.